Event description:
The physician inserted the diagnostic catheter through the introducer sheath and performed intervention. The physician noticed that a clot had formed while using the catheter. The physician removed the diagnostic catheter and inserted an aspiration catheter and successfully removed the clot from the left arterial descending artery. The patient is reported to be fine.